Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3. 3. Date received by manufacturer changed to 21/06/2023 as investigation closed.

Event description:
Reportedly, during a follow-up on (B)(6) 2023, oversensing was observed. The patient is not aware what he was doing at that time. The oversensing was not reproducible by several provocation maneuver.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2023 a oversensing was observed. The patient is not aware what he was doing at that time. The oversensing was not reproducible by several procovation maneuvre.